Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). Two certain® titanium hexed screws (iuniht x2) were returned for investigation. Visual evaluation of the as returned products identified that both the devices were fractured across the threads.functional testing could not be performed since the devices were fractured.pre-existing conditions noted on the produc experience report (per) was "moderate bone density - type ii". The device had been placed on unknown tooth locations for an unknown amount of time.x-ray or picture images were not provided. A device history review was performed and no related nonconformances were noted. Also, a complaint history search was performed using our complaint handling system and there were no additional complaints for this lot. Complainant reported screw fracture. The products were returned and the event was confirmed following visual evaluation.based on the evaluation, device malfunction has occurred.a definitive root cause could not be identified. The following sections have been updated: b4: date of this report. G7: type of report, follow-up number. H2: follow up type. H3: device evaluated by manufacturer: change ¿no' to 'yes'. H6: evaluation codes. H10: additional narrative.

Manufacturer narrative:
Zimmer biomet (B)(4). Patient identifier unknown / not provided. Age and date of birth unknown / not provided. Patient sex unknown / not provided. Weight unknown / not provided. Date of event unknown / not provided.

Event description:
It was reported screw fracture.